Event description:
Event: injection site joint pain. In 2007, a male received only artz dispo (=sodium hyaluronate) injection for the treatment of left knee pain. On the next day - the pt developed swelling and warmth of the left knee. The injecting physician punctured and collected the joint fluid. He suspected the pt to be infected. He collected blood and sent joint fluid for bacterial culture. He suspected infection based on the blood test, wbc was 8,700/ micro l and crp was 6.17 mg/ml, and admitted the pt to nearby other hospital. One g of flumarin (flomoxef sodium) was administered intravenously. On the following day, the pt was hospitalized in the general hospital. Joint fluid was negative for bacteria and active (+) for cppd. The pt kept quiet in bed, the joint cavity was punctured and cleaned. On thirteen days later, he got well and left the hospital.

Manufacturer narrative:
9612392-2007-00007 and 9612392-2007-00008 are reported from the same facility. We are now investigating unclear points in this case.